Event description:
It was reported that, during npwt, a clinical error occurred due to failure to troubleshoot the ¿leak alert¿ and the photos show excessive bleeding from the wound.. It is unknown how this problem was resolved, it generated a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, however through further investigation the report of improper procedure has been confirmed. A review of device history found that no abnormalities were observed during manufacturing of device. Device was released according to all specifications and release criteria. The sequence of events as described does not constitute a manufacturing issue. The device was operating as intended, displaying a leak alarm when there was a significant leak within the system. A review of the images provided by the customer show a dressing/soft port attached to a wound that appears to have been bleeding excessively for some time, with blood pooled within the dressing and leaking out. No evidence of the device alarm behaviour was provided. A review of historical complaints found one other complaint relating to bleeding/leak alarms during use, no relevant historical escalations or corrective actions have been observed in the previous complaint, or during a review of previous escalations. A medical review was conducted, concluding that a causal relationship between the renasys device and the reported event cannot be confirmed. The event description indicates that a clinical error was made, with the device operating as intended. The device instructions for use offers clear guidelines containing indications and contraindications of negative pressure wound therapy. It is clearly stated that these devices should not be used on any wounds that are prone to bleeding, or contain exposed blood vessels/bone. Relevant risk files have been reviewed and found to adequately mitigate the risk caused by the complaint event. Probable cause of the reported failure determined to be that the device and treatment chosen was inappropriate for the wound in question, leading to the bleeding causing a leak in the renasys system, at which point the leak alarm was triggered as designed. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation.

Manufacturer narrative:
D4 was updated (part # and UDI #).